Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that has line thru the lcd; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that had a line thru the display was confirmed during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. This device is an unremediated colleague pump with a user interface module software version of 4.02.00. This issue is being investigated through CAPA. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.